Event description:
It was reported that following the implant of a transcatheter aortic valve, the patient suffered endocarditis. Subsequently, the patient underwent 6 weeks of intravenous therapy (IV) antibiotics, resulting in clear blood cultures. Approximately 6 years later, the patient underwent percutaneous coronary intervention (pci) for an unspecified reason. Approximately 2 months later, the patient was re-hospitalized due to severe central aortic regurgitation. The patient is scheduled to have a non-medtronic valve implanted valve-in-valve approximately 8 days following the re-hospitalization to address the severe regurgitation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.